Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the catheter was inserted during operation, a leak was found when the flow was tested. The device was replaced as the intervention/treatment required for the leakage and to resolve the issue. The procedure was proceeded and completed. There was a blood loss of 5 - 10 ml (milliliter) and blood transfusion was not required. Nothing unusual was observed on the device prior to use, there was no other product utilized with the device, there was no other defects/damages found on the product where the leak was noted, iodophor was used to treat the insertion site prior to product placement, the catheter that came with the kit was the one used and there was no medical intervention done to the patient. The catheter was not repaired, there was a leak at the venous extension tube, there was no cleaning agent used on the device, tego was not utilized, there was no luer adapter issue and there was no patient symptoms or complications associated with this event. There was no reported patient injury.

Event description:
According to the reporter, after the catheter was inserted during operation, the patient's vascular clamp was opened; a leak was found when the flow was tested. The device was replaced as the intervention/treatment required for the leakage and to resolve the issue . The procedure was proceeded and completed. There was a blood loss of 5 - 10 ml (milliliter) and blood transfusion was not required. Nothing unusual was observed on the device prior to use, flushing was done with normal result, there was no other product utilized with the device, there were no other defects/damages found on the product where the leak was noted, iodophor was used to treat the insertion site prior to product placement, the catheter that came with the kit was the one used and there was no medical intervention done to the patient. The catheter was not repaired, there was a leak at the venous extension tube, there was no cleaning agent used on the device, tego was not utilized, there was no luer adapter issue and there were no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the luer adapter was found to be cracked, leaking, or broken as a result of a manufacturing issue. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.